Event description:
L breast implanted large cell lymphoma, s/p l breast implant placement in 2003: in 1998- at (B)(6) diagnosed with l breast ca and l lumpectomy with radiation done. In 2002-l latissimus dorsi myocutaneous flap reconstruction with tissue expander (mentor ref#(B)(4), lot #248391) and r subq mastectomy with immediate reconstruction with saline implant (mentor ref#(B)(4), siltex contour profile mamm prosth lot #251827, sn: (B)(4) added 450ml to implant) path report on (B)(6) 2002 was negative for carcinoma in either breast. On (B)(6)2013, second stage reconstruction l breast, expander removed, mcghan 163 saline implant placed ref# (B)(4), sn: (B)(4), lot #582791, 380cc, presented to dr. (B)(6) (B)(6) 2014 with pain and swelling in l breast-grade IV capsule contracture noted. She did not wish to schedule surgery at that time. Second consultation on (B)(6) 2014, new lump in l breast, ultrasound, MRI and l breast biopsy done. On (B)(6) 2014, removed intact implant l breast (mcghan style 163 saline textured implant), l total capsulectomy l breast. Path report shows alcl (anaplastic large cell lymphoma).